Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The customer provided one image of the damage; and returned one guide wire for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained multiple kinks along the body. Microscopic examination confirmed the damage and revealed that both welds are full and intact. The kinks in the guide wire measured 172mm and 215mm from the distal tip. The overall length of the guide wire measured 351mm which was within the specification limits of 345mm - 355mm per the guide wire product drawing. Both these measurements were done via calibrated ruler. The outer diameter (od) of the guide wire measured 0.517mm via calibrated micrometer which was within the specification limits of 0.508mm - 0.533mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "insert tip of guidewire through in troducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was threaded through a lab inventory introducer needle, and the guide wire passed with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with this kit informs the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the physician alleges that the guidewire keeps kinking while attempting to insert it into the vessel. The patient was reported as critical prior to the procedure with no harm caused by the incident. The procedure was abandoned after the attempt.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the physician alleges that the guidewire keeps kinking while attempting to insert it into the vessel. The patient was reported as critical prior to the procedure with no harm caused by the incident. The procedure was abandoned after the attempt.